Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer 6 on main was not sensing closed at the station. A field service engineer found a plastic bag stuck between the sensor and removed the bag to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system, the drawer failed to open and could not recover. The customer reported that users were unable to remove medications from the drawer, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this event.